Manufacturer narrative:
Zhu, m., babar, m., hawks-ladds, n., et al. (2024). Real-world four-year functional and surgical outcomes of rezum therapy in younger versus elderly men. Prostate cancer and prostatic diseases, 27(1), 109-115. Https://doi.org/10.1038/s41391-023-00703-0.

Event description:
It was reported via an article published in the journal prostate cancer and prostatic diseases that a retrospective study was conducted to analyze real-world rezum outcomes between young and elderly patients over 4 years of a multiethnic population treated for benign prostatic hyperplasia (bph) with rezum at a single care center. Data was collected from (B)(4) patients that were treated between (B)(6) 2017 and (B)(6) 2019. The patients were separated into two groups; a total of (B)(4) patients were included in the young group, and (B)(4) patients were in the elderly group. During treatment, patients were positioned in a lithotomy position and received water vapor injections at 103 celsus for 9 seconds into the prostatic lateral lobes. Prostatic urethral length was measured during the procedure with the rezum device. The number of injections used per patient was at the discretion of the urologist, but the majority of patients received one injection per cm of prostatic urethral length. The postoperative complications were as following: (B)(4) patients presented urinary tract infection, 10 patients required surgical retreatment, 4 patients presented vasovagal. A total of (B)(4) patients presented gross hematuria, (B)(4) patients experienced penile burning, (B)(4) presented penile pain, (B)(4) presented dysuria. In addition, (B)(4) patients presented sloughing and (B)(4) had urinary retention.

Event description:
It was reported via an article published in the journal prostate cancer and prostatic diseases that a retrospective study was conducted to analyze real-world rezum outcomes between young and elderly patients over 4 years of a multiethnic population treated for benign prostatic hyperplasia (bph) with rezum at a single care center. Data was collected from 256 patients that were treated between december 2017 and april 2019. The patients were separated into two groups; a total of 146 patients were included in the young group, and 110 patients were in the elderly group. During treatment, patients were positioned in a lithotomy position and received water vapor injections at 103 celsus for 9 seconds into the prostatic lateral lobes. Prostatic urethral length was measured during the procedure with the rezum device. The number of injections used per patient was at the discretion of the urologist, but the majority of patients received one injection per cm of prostatic urethral length. The postoperative complications were as following: 8 patients presented urinary tract infection, 10 patients required surgical retreatment, 4 patients presented vasovagal. A total of 134 patients presented gross hematuria, 127 patients experienced penile burning, 73 presented penile pain, 52 presented dysuria. In addition, 36 patients presented sloughing and 32 had urinary retention.

Manufacturer narrative:
Zhu, m., babar, m., hawks-ladds, n., et al. (2024). Real-world four-year functional and surgical outcomes of rezum therapy in younger versus elderly men. Prostate cancer and prostatic diseases, 27(1), 109-115. Https://doi.org/10.1038/s41391-023-00703-0